Event description:
The laser system has the following problem: "current alarm displayed during warm up phase". No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to a bad contact on cable connector between internal boards. After the repair, the laser system restarted to work correctly. We are unaware about patient injury.